Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately from the initial implant date.

Event description:
It was reported that patients device is extremely and sore. It was noted that patient was experiencing discomfort. The patient underwent a click anchor replacement procedure and was doing well post operatively. The explanted device will not be return per hospital policy.